Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-06576. It was reported that when the patient presented in clinic for a follow up, auto mode switch (ams) and variable ventricular capture trend were observed. Noise on rv and ra leads were also noted. Isometric testing could not reproduce the noise. The noise did not look like electromagnetic interference (emi). Lead revision and programming changes were suggested. The patient was not reported to be symptomatic.